Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the returned product consisted of an agent (dcb) balloon catheter. The device was microscopically and visually examined. There was a separation of the hypotube 56.8cm from the strain relief. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on an instent restenosed right coronary artery (rca). Following dilatation with a non compliant (nc) balloon, a 3.50mm x 20.00mm agent dcb balloon was used for treatment, but when the agent was withdrawn, the shaft came out in two parts. It was noted that the shaft break was noticed after the device was removed outside the patient. The broken shaft was 40cm of the proximal part of the agent and was removed by hand. The procedure was completed with this device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure. It was further reported that the lesion characteristics were not tortuous. The manufacturer to the stent previously placed is unknown. The shaft break occurred while removing the device outside the patient. No patient complications were reported in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on an instent restenosed right coronary artery (rca). Following dilatation with a non compliant (nc) balloon, a 3.50mm x 20.00mm agent dcb balloon was used for treatment, but when the agent was withdrawn, the shaft came out in two parts. It was noted that the shaft break was noticed after the device was removed outside the patient. The broken shaft was 40cm of the proximal part of the agent and was removed by hand. The procedure was completed with this device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure. It was further reported that the lesion characteristics were not tortuous. The manufacturer to the stent previously placed is unknown. The shaft break occurred while removing the device outside the patient. No patient complications were reported in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on an instent restenosed right coronary artery (rca). Following dilatation with a non compliant (nc) balloon, a 3.50mm x 20.00mm agent dcb balloon was used for treatment, but when the agent was withdrawn, the shaft came out in two parts. It was noted that the shaft break was noticed after the device was removed outside the patient. The broken shaft was 40cm of the proximal part of the agent and was removed by hand. The procedure was completed with this device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.